Event description:
During a procedure to close two ventricular septal defects (vsd), a total of three amplatzer vascular plug 4s (avp4) were used. Initially, an 8mm avp4 was implanted, with residual flow observed, therefore, a second 8mm avp4 was implanted in the same vsd. A smaller vsd observed near the original defect was noted and a 7mm avp4 implant was attempted; however, doing so reportedly caused one of the 8mm avp4s to embolize. The 7mm avp4, still attached to the delivery wire, was removed. The embolized 8mm avp4 was snared and removed and the implanted 8mm avp4 was percutaneously removed. A larger, non-sjm occluder was implanted.

Manufacturer narrative:
Reference 2135147-2015-00074 for the implanted 8mm avp4 (lot 5060776) that was percutaneously retrieved. The results of this investigation confirmed the amplatzer vascular plug 4 met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Manufacturer narrative:
Reference 2135147-2015-00074 for the implanted 8mm avp4 (lot 5060776) that was percutaneously retrieved. (B)(4).